Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the time of day was inaccurate on the customer's pump. Customer's blood glucose level ranged from 57-200 mg/dl. Reportedly, the customer corrected the time of day on the pump.